Event description:
During the coronary artery bypass graft surgery, the seal did not hold and was not hemostatic. The surgeon had to use a side biter clamp to finish the procedure. No additional patient complications were reported.